Event description:
While troubleshooting a leak on the coulter lh 500 hematology analyzer the field service engineer (fse) discovered that the differential mixing motor was damaged. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/15/2015. The fse found the differential mixing motor was damaged. The fse replaced the mixing motor, which resolved the issue. The repairs were verified per established procedures. (B)(6).